Event description:
Nursing assistant was transporting resident to tub via tub chair with safety belt applied. Frame of chair broke and seat of chair fell to floor. Resident struck left knee on floor and right shoulder on wall. Sustained ecchymotic area and superficial abrasion to left knee. Area cleansed and ice applied. Right shoulder and left knee were x-rayed on 5/5/94 and both x-rays negative. Upon inspection of chair rust was identified on frame where frame broke.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-94. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, material degradation/deterioration, component failure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.